Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was evaluated on an in-house system, passing recognition and engagement tests. It demonstrated intuitive movement with full range of motion in all directions, the grips opened and closed properly and no physical damage was observed. The instrument was fully functional, and no product issues were identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the 8mm force bipolar instrument tip does not open. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.